Event description:
Customer reported the video is noisy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable. System operates as intended. Exact date of manufacture was not available. This MDR is related to ge healthcare complaint number..